Event description:
Review of service data detected a reportable event. During servicing, battery pack sn (B)(4) was found to have a defective u1. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval, the battery pack was found to have a defective u1, a lithium ion protector circuit. This resulted in an inability to perform a battery capacity test. The root cause for defective u1 could not be positively identified. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiencies.